Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/15/2017. The analysis has begun but is not completed at this time. The lot number was identified, therefore the lot#, manufacture date, expiration date and UDI fields of this report have been updated. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During a clinical trial sponsored by bwi, it was reported that a patient underwent a pulmonary vein isolation (pvi) / cavotricuspid isthmus (cti) ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# fg540000m serial# (B)(4)) full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a patient underwent a pulmonary vein isolation (pvi) / cavotricuspid isthmus (cti) ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablating the pvi/cti/roof line, and while attempting to reach the mitral isthmus, the patient became hypotensive and a cardiac tamponade was confirmed via echocardiography. Pericardiocentesis was performed and yielded 100 ml of blood. Patient was transferred to the coronary care unit for follow-up. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the injury may have occurred during mapping. There were no factors cited that may have contributed to the adverse event. Physician indicated that the left atrial anatomy was complicated, making it difficult to access the mitral isthmus. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure or the patient¿s condition (complicated anatomy). Transseptal puncture was performed with an unspecified needle. Generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. In addition, during this procedure, ablation information, with the exception of duration, was only being transmitted to the ep lab system and not to the carto 3 system. The carto workstation was rebooted and the issue resolved. This issue is not MDR reportable because the potential risk that it could cause or contribute to a death or serious injury is remote.